Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported coronary sinus dissection may have been procedure related.

Event description:
During a crt-d implant procedure, a coronary sinus dissection occurred. A livewire ep catheter was placed in the coronary sinus during the coronary sinus angiogram and a dissection was noted at the ostium. A transesophageal echocardiogram revealed no pericardial effusion. The procedure was terminated and will be rescheduled after the dissection has healed. There were no performance issues with the livewire ep catheter.